Event description:
A pt received a first degree burn from a grounding pad. Redness did not occur until the day after the procedure. The line blistered slightly, the blister fell and revealed minimal redness with no discharge or sign of infection. Pt was treated with neosporin dressing. As of (B)(6) 2014, the pt was doing fine and the skin was healing without complication.

Manufacturer narrative:
The grounding pad used during the procedure was not available from the customer for eval. The generator used was sent back for eval to ensure no abnormalities were present. The generator passed all data inspection reports conducted by two separate techs; (B)(4).